Event description:
Ous MDR -the day after implant, a significant increase in stimulation threshold 3.8 v @ 0.5 ms and decrease of rv sensing from 21 mv to 8mv was noted. Tte showed no pericardial effusion. A micro-dislodgement of the rv lead was suspected and the decision was made to reposition the lead. The lead was successfully revised without complication.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.